Manufacturer narrative:
Based on the limited information provided we are unable to determine to what extent, if any, the arista ah may have caused or contributed to the alleged postoperative "complications." The information was provided to davol by ethicon, who stated that no additional information was available, however they did provide the physician contact information. Multiple good faith efforts were made to request additional information from the physician. To date we have not received a response. At this time no conclusion can be made. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Used on patient.

Event description:
The following was reported to another manufacturer (ethicon) by the patient's surgeon. The information was forwarded to davol by ethicon. "A doctor at unity health point reported that during an unknown hysterectomy, both interceed (ethicon product) and arista were used and at some unknown date the patient returned to the doctor with complications. No other information is known."